Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would contribute to the reported hyperglycemia or result in the cannula failing to insert correctly was found.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency noted that would result in the cannula failing to insert correctly was found. We are unable to determine cause of reported issue of cannula failing to insert correctly. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that his blood glucose (bg) was 112 mg/dl at 12:00pm. Patient noted that at 8:30pm, during air travel, he was not feeling well and upon checking his bg it was at 377 mg/dl. A flight attendant provided the patient with syringe from airplane medical kit and an internist on board the flight assisted the patient with manual injection of insulin. The internist also advised the patient to remove the omnipod device. Upon removing the device, patient noted that the cannula was laying on top of his skin and had not inserted into the infusion site (arm). Omnipod device was worn between 4 and 24 hours.